Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Please note that after follow-up for additional clarification, the manufacturer could not determine which lot number corresponded to the handle that failed to detach the coils and which lot number corresponded to the handle that had difficulty detaching the coils. Therefore, the same evaluation codes will be provided on this report and the associated report listed below. This report is associated with MFR report number: 3005168196-2017-00249.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil detachment handles (handles). It was noted that the patient''s anatomy was very tortuous. During the procedure, the physician deployed two penumbra coil 400''s (pc400¿s) into the target vessel using a px slim delivery microcatheter (px slim) without any resistance but had difficulty detaching the two coils using a handle. Therefore, a second handle was opened and after multiple attempts, the physician was able to detach both coils using the handle and the procedure was successfully completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that conclusions code 70 was incorrectly reported on the follow up #1 MFR report and is being corrected on this follow up # 2 MFR report.

Manufacturer narrative:
Results: there was no visible damage to either of the penumbra coil detachment handles (handles). During functional analysis, the handles were tested on a fixture and both actuated correctly and passed for both throw distance and pull force. Conclusions: evaluation of the returned devices revealed functional handles and slightly bent penumbra coil 400 pusher assemblies. Although the two handles could not be distinguished from each other, both handles functioned as intended during functional analysis and the pc400''s were successfully implanted. In a case of tortuous anatomy, the pull wire may have increased friction within the hypotube. This friction may have contributed to the difficulty detaching the coil experienced by the physician. Further evaluation revealed that the pc400 pusher assemblies were either bent or kinked in several locations along their length. These damages were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.